Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a malfunction alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 139-172 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.